Event description:
It was reported that the lead was implanted in the cephalic vein, and it was difficult to advance the lead because of the patient's anatomy. It was further reported that the x-ray revealed the tip of the lead was bent. The lead was removed and replaced. No patient complications have been reported as a result of this event, and the patient outcome was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) damaged tip electrode; full lead returned and analyzed. The lead was damaged at implant, and blood was present in/on the helix mechanism.